Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in(B)(6)): pre-term baby in special care babies unit became septic staff noticed a little cut/nick on his hand under the cannula hub. Hospital this cut was caused by the cannula hub, resulting in sepsis. The baby required IV antibiotics. MFR # 9610825-2014-00216.